Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported aneurysm sac growth was unconfirmed due to a lack of comparative imaging. The reported type ii endoleaks from the internal mesenteric and lumbar arteries, the type iiia endoleak of the rcia (right common iliac artery), and the secondary endovascular procedure were confirmed. While the type ii endoleak is anatomy-related, the type iiia endoleak is most likely user-related due to the concomitant use of non-endologix stents in the rcia per CT (computed tomography) scan from 07 october 2019. The procedure-related harms for the event could not be determined, and the final patient status post re-intervention was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to b2, g4, h6: h6 device code; remove 3190. H6 result code; remove 3233. H6 conclusion code; remove 11.

Event description:
The patient was initially treated with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Endologix was made aware by a distributor that approximately eight (8) months post-op, a patient presented on an unknown date with a type iiia endoleak and right iliac aneurysm growth. The patient is reported as stable. The physician plans to treat the patient. The patient will continue to be monitored. Additional information received confirming that the physician elected to treat the patient by implanting an ovation ix iliac limb on (B)(6)2019.

Event description:
The patient was initially treated with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Endologix was made aware by a distributor that approximately eight (8) months post-op, a patient presented on an unknown date with a type iiia endoleak and right iliac aneurysm growth. The patient is reported as stable. The physician plans to treat the patient. The patient will continue to be monitored.